Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to be depleting prematurely as the longevity decreased from 2.5 years to three months in a one-year period. A request was made to have data from this device analyzed. Analysis of device data was performed by boston scientific technical services and noted that power had been gradually increasing. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator was suspected to be depleting prematurely as the longevity decreased from 2.5 years to three months in a one-year period. A request was made to have data from this device analyzed. Analysis of device data was performed by boston scientific technical services and noted that power had been gradually increasing. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator was analyzed, and the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to be depleting prematurely as the longevity decreased from 2.5 years to three months in a one-year period. A request was made to have data from this device analyzed. Analysis of device data was performed by boston scientific technical services and noted that power had been gradually increasing. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.